Event description:
It was reported that five minutes after insertion of the iab, blood was noted in the helium tubing. The iab was removed and another iab was inserted in the opposite leg. There were no patient complications.